Event description:
Customer reported that every time he inserts the infusion set on his left side the insulin pump alarms "no delivery." Customer stated he has used the back of his thigh and the device still alarm "no delivery." Customer states the device only alarms no delivery during bolus delivery. Customer declined troubleshooting and requested a new pump. No further information reported.

Manufacturer narrative:
No unexpected excessive no delivery alarms were noted. The insulin pump passed the displacement, prime and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.